Event description:
It was reported that during an unk procedure, the device was used without incident. Anastomosis was tested without any leakage during operation. Post operative fifth day, pt presented with pain, and was readmitted for surgery. Leakage occurred on the right side. Intervention was done and pt is recovering in the hospital.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.